Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left-side "leaking" and "inter-capsular rupture" confirmed by MRI. Healthcare professional later reported breast cancer reconstruction (not device related). Device has been explanted and replaced.

Event description:
Healthcare professional reported a left-side "leaking" and "inter-capsular rupture" confirmed by MRI. Healthcare professional later reported breast cancer reconstruction (not device related). Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken device on radius assessed as an unidentified (tear) opening (shell thickness within spec). ¿ cancer-ndr: unable to observe since it is not related to the device. Additional observations: ¿ no other observations observed on the device. No further actions are required as the device was implanted.